Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 40 mg/dl; cause was unknown. Due to the decrease of bg customer fell, "broken toe and hurt knees, scratched and bruised arm and chest." Customer required assistance consuming carbohydrates to address bg level. Reportedly, customer continued to use the pump for insulin therapy.